Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further reported was "hyalinized fibrous capsule with surface synovial metaplasia and focal foreign body granulomatous inflammation" and that MRI detected rupture. The device has been explanted and replaced.